Event description:
During a low anterior resection procedure, the instrument did not contain staples. The surgeon performed an unintended permanent colostomy to correct the condition. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
4/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.